Event description:
While working in procedure room, 2 different endoscopes had issue. Using the first device, the screen completely blanked on and off when using cautery while snaring. The second scope gave an error message of e216 scope connection, the screen went completely blank during the procedure and pictures were not captured.